Manufacturer narrative:
The initial reported event was already filed under MDR# 9710602-2017-00160. Therefore, this reported event filed under MDR# 9710602-2017-00161 was filed in error.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported receiving a system restart error during boot up. There was no report of patient involvement.